Event description:
It was reported that during a pta/stenting treatment procedure in the biliary, the coating seemed to "peel" off of the guidewire. The physician encountered resistance when the wire was inserted through a 7 fr cook sheath dilator. When the guide wire was withdrawn, the coating of the wire appeared to be irregular or "peeled off". Another guidewire was used to successfully complete the procedure. No patient injury or complications were reported. The patient is reported as 'good' following the procedure.